Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 525 mg/dl, which was treated with the insulin pump. The customer complained of nausea, vomiting, abdominal pain, and difficulty breathing. He stated that he was still being treated at the hospital at the time of the call. He declined troubleshooting assistance for high blood glucose. He stated that he was new to using the insulin pump and noted that he was calibrating when taking his blood glucose reading, and not correcting the blood glucose with the insulin pump. The most recent blood glucose reading was 286 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.